Event description:
Caller states the expiration date printed on the comfort curve strip vial reads 2009. Manufacturer reports the expiration date is 2008. No adverse event reported. Requested return of suspect device and replacement was sent.